Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The lot#: 3000306755 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. H3 other text: device discarded.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure the black coating on the vasoview hemopro 2 was "peeling" off. The jaws were closed during the insertion. No resistance noted. No patient injury, delay of case, other procedures necessary, materials needed to be retrieved from the patient, or patient adverse effects. A new device was opened and the case commenced.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.